Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Impact code appropriate term / code not available was used as there was no known intervention performed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). A battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. Hence, a device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.